Manufacturer narrative:
This is a legal case currently being handled by the legal department. The alleged ulcer was not reported to sunrise medical until the receipt of the legal notice on this incident. The wheelchair involved in this case will be investigated during the course of the case. When more information is available, a follow up report will be filed. Device not available for investigation.

Event description:
The end user's attorney states that the end user was going through the opening of a sliding glass door when the seat sling broke and he fell to the ground. She said that before this incident, the screw had already created an ulcer on his back. When he fell out of the chair, the screw caught against his back and caused the ulcer to rupture. The attorney alleges the screw is being applied from the back side of the wheelchair with the flathead portion on the outside back and the pointed side directed towards the persons back, causing the ulcer.